Event description:
Medtronic 670g pump, slightly over 1 year old. Just noticed today, although it may have happened earlier, that there is a crack in the plastic along the battery compartment (on the outside of the pump). I checked after I had heard this is a common issue, several people are seeing cracks in the same area. Unclear how it happened. No water damage, I do not over tighten the battery cap. FDA safety report ID# (B)(4).